Manufacturer narrative:
We could not obtain a complete catalog number, therefore, a baseline report cannot be filed. Eval summary: x-ray images show excessive distal bone removal, which placed the femoral component too far onto the bone leading to "patella baja". The femoral component did not fit the bone tightly as evident by the large anterior gap, which likely contributed to the loosening. Method/results: no product was returned for eval. No lot number was provided; therefore, device history records could not be reviewed.

Event description:
It is reported that approx one year post-op, the pt experienced pain and swelling on the right knee. A revision is pending due to aseptic femoral loosening. Implant date is unknown.